Event description:
It was reported that a representative presented to a crematorium and checked a defibrillator. The device had recorded under sensing of both atrial and ventricular events. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.